Manufacturer narrative:
Results: the platinum and core wires were fractured approximately 149.0 cm from the proximal end of the delivery wire, and the bulb was separated from the delivery wire. Conclusions: evaluation of the returned device confirmed that platinum and core wires were fractured and the sep8 bulb was dislodged from its delivery wire. This type of damage typically occurs due to improper handling during use. If the device was forcefully retracted against resistance, damage such as this may occur. The cat8 mentioned in the complaint was not returned for evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the lower left extremity (lle) using an indigo system separator 8 (sep8). During the procedure, while using the sep8 with an indigo system aspiration catheter 8 (cat8), the physician did not mention any resistance; however, the bulb of the sep8 became dislodged from the wire. Therefore, the cat8 and the remainder of the sep8 were removed and a snare device was used to remove the dislodged bulb. The physician then re-inserted the cat8 into the patient¿s body and removed the remaining thrombus. A stent was then placed to treat the iliac narrowing and the procedure was completed. There was no report of an adverse effect to the patient.